Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed along the infusion set tubing. The customer's blood glucose level was not impacted. Reportedly, the customer replaced pump supplies, and continued using the pump for insulin therapy.